Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing an issue with the sensors. Customer stated that they continuously received a sensor error alarm and high and low blood glucose readings. It was noted that the customer has had blood glucose readings of 44 mg/dl in the past. Troubleshooting was performed and the customer was sent replacement sensors.